Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer tested and got 7.7mmol/l and 15.0mmol/l within 10 minutes. No actions taken based on the readings. No medical incident reported. Monitor and strips replaced and expected to be returned.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip drum was returned.